Event description:
On (B)(6) 2008, the patient was implanted with one gore tag thoracic endoprosthesis to treat an aortic dissection. It was reported that during the procedure the patient's iliac artery was damaged and stent graft (detail unknown) was additionally implanted for its repair with success. The amount of blood loss was estimated 2,000ml and the maximum diameter of the aorta at the time of the implant was 58mm. The patient tolerated the procedure. On (B)(6) 2008, post-operative follow-up examination identified no adverse event. The maximum diameter of the aorta was measured 50mm. On (B)(6), the patient was discharged. Subsequent follow-up examinations identified no adverse event. The maximum diameter of the aorta had shrunk to 44mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.